Event description:
Customer reported the device has vibrations and the sleeve blocking device is broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device nose tube comes apart and the coupling is damaged. The device was repaired and returned to customer on 10/24/2012.